Event description:
It was reported that when a patient presented for a follow up with of symptoms dizziness and feeling fatigued. The device could not be interrogated. It was noted that the device was not checked for three years. The physician elected to explant and replace the device. The patient was stable.

Manufacturer narrative:
The reported field event of loss of communication was confirmed. The device was received with no telemetry due to low battery voltage [below end of service (eos)]. Analysis of the device image obtained after installing a new battery noted a false elective replacement indicator (eri) flag triggered in (B)(6) 2017, consistent with high usage of egms and autocapture¿ being enabled. Device image analysis showed that bvvi occurred due code corruption and the original battery had depleted to normal end of life (eol) level. Functional testing on the bench after reloading the product code resulted in normal device characteristics. No telemetry, battery voltage or current drain anomalies were identified. The device did not revert to backup operation at any time during testing. Longevity calculations performed determined battery depletion to be normal.